Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump stopped delivering insulin when the piston moved forward about halfway. The blood glucose reading was over 200 mg/dl. The customer stated that the blood glucose levels were high with the last infusion sets. He reported that the issue would be alleviated about half of the time when he changed the insertion site. He stated that after his doctor took him off of insulin pump therapy and treated him with a manual injection, his blood glucose levels lowered. The most recent blood glucose reading was 107 mg/dl. Upon troubleshooting, it was found that the insulin pump failed the high pressure test twice. Advised replacement of the insulin pump. The customer advised that he wanted to consult with his doctor before proceeding with the device replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.